Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was resetting the group names to the previous values set during the original "go-live." No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was resetting the group names to the previous values set during the original "go-live."

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was resetting the group names to the previous values set during the original "go-live."

Manufacturer narrative:
H10: additional narrative: angela grecco reported on (B)(6) 2018 that their pu-681ra (sn: (B)(6)) had group names resetting back to a previous value from the original go-live. Cchs changed the groups to have an additional break out for 6c, however it would keep reverting back to spare-1. Service requested: troubleshooting. Service requested: multiple attempts were made to contact customer (at least three). The customer never responded. Investigation result(s): the root cause of the issue was unable to be identified due to lack of provided information and unresponsive customer. Investigation of the issue was initiated under irc-nka300125103. Per irc-nka300125103, the cause of the issue could not be identified due to lack of provided information such as file for the setting value, network configuration diagram, and a picture before and after the phenomenon occurrence. Multiple attempts were made to reach out to customer for further troubleshooting and issue resolution information, however the customer was unresponsive. The device serial number history shows that there have been no further/previously reported issues nor servicing for this device's group name changing. A notification was generated on (B)(6) (300168592) for a separate issue regarding the device's alarms. Trending analysis found no similarly reported issues regarding pu-681ra and group name reverting to previous value. This indicates that the issue was isolated to christiana health care's facility. The notification generated on 4/25/2019 for this device suggests that the group name issue was resolved internally by the customer since 300165892 is an unrelated issue. Possible cause of the issue is user error or incorrect network configuration. There is no suspected adverse trend nor indication of design deficiency. Investigation of complaint record by qa has been completed. Corrected information: g4. Date received by manufacturer: should be 05/14/2018 not 06/12/2018 as listed on MDR initial report